Manufacturer narrative:
Review of the production records of the involved device indicated it was manufactured according to its specification. The involved plate was received at the company and examined, including under a microscope. The plate was broken at the area of the oval screw hole. As indicated above, 4 screws were inserted before placement of the plate, with the "head" of the screws protruding above the bone. Thus, the plate was placed above these screws. Based on the manufacturer examination, the plate broke at the location of one of the said screws.

Event description:
The involved plate was implanted in a patient following 20 ft fall and right proximal humerus shaft fracture. Based on series of intra-operative x-rays, 4 screws were implanted to fixate the fragments prior to plate placement; then, the plate was implanted and secured to the bone using additional screws.

Manufacturer narrative:
Note: this follow-up report is submitted in delay, due to problems the manufacturer encountered during the enrollment process in the emdrs program.

Event description:
Additional information to event description: based on information provided to the manufacturer following the submission of the initial report, the involved plate broke while the patient was riding a motor cycle and crashed.